Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual inspection of returned product determined that the device shows signs of wear (nicked, gouged, micro motion, discoloration) and the dovetail feature is flared. Also post feature fractured, not all pieces returned. Fracture analysis identified evidence of possible delamination on the right condyle. No evidence of delamination is visible on the left condyle. There is some evidence of additional damage on the anterior of both the articular surface and the post along the post fracture, potentially indicating that there was pre-fracture impingement damage, which could potentially serve as a crack initiation site. The post fracture was possibly caused by overloading and possibly exacerbated and/or initiated by impingement damage to the base of the post, and the bearing was possibly bearing weight disproportionately on the right condyle. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to pain. The surgeon found fractured post during scope and had to replace poly. There is no additional information at this time.